Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the battery gauge was observed to be fluctuating. Additionally, a malfunction alarm occurred. No reported adverse impact to the customer¿s blood glucose. The customer declined to provide further information with tandem technical support. Customer reverted to manual injections for alternate insulin therapy.